Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer blood glucose level was 16 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test and displacement test. However, insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime/a33 test or excessive no delivery test due to loose drive support disk.